Event description:
It was reported that during blood sampling, the holder disconnected from micro-infusor leading to slight loss of blood from patient (under anticoagulant treatment). No other clinical consequence observed.